Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the distal conductor was fractured. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached (clavicle-rib) crush, the outer insulation was breached cut, there was a white substance on the outer insulation and there was blood in/on the helix/lobe mechanism.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Subsequent information received indicated that the lead was "not functioning" and it was "malpositioned". No patient complications have been reported as a result of this event.